Event description:
Information was received that during use of this smiths medical cadd legacy pump, the pump worked "slower". It was reported that the patient was due to change cassette, but the cassette volume was over 50ml. The patient switched to another pump. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy pump was returned for analysis in a good condition. During analysis, the reported complaint of "the pump runs slow" could not be verified. The event log showed normal delivery settings and no change in delivered drug. The accuracy test showed a low level of over delivery, +3.51%, +0.72%, and -1.57%. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event was noted to be user interface.